Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. Since the procedure, the patient experienced bleeding which did not resolve and an odor then developed. The physician suspected a possible bacterial infection and a vaginal culture was done. The patient was prescribed an oral metronidazole for 7 days. The current status of the patient was reported as still on medication and less yellowish discharge. The patient reported she did not have antibiotics prior to the procedure.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.